Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 21-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated that she was having trouble with their settings. Pt stated that the stimulator wasn't the same and they spoke to manufacturer rep regarding this issue. Pt stated that the rep thought the wire was broken and she wanted the pt to come in for an x-ray, but pt couldn't do to covid. Pt also mentioned she has medical marijuana . The patient was redirected to their healthcare provider to further address the issue.